Manufacturer narrative:
Date of event is estimated. The UDI could not be provided because the model # is not available. During processing of this incident, attempts were made to obtain complete device and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was dead and patient lost therapy at the end of 2021. As such surgical intervention took place where in the ipg was explanted and replaced with a new one. Post operatively effective therapy was restored.